Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) overlay screen cracked, left keyboard hinge broken, loose ECG connector, two missing screws and two loose screws on programmer face plate, and programmer failed right antenna test.

Event description:
The programmer was returned to the manufacturer to repair the screen, analyzed and tested out of specification. No patient involvement or complications were reported.